Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failure occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6). Was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed due to 0 vdc. A review of the share logs was performed and transmitter error found in the log for serial number (B)(6). Within the investigation window. The allegation was confirmed . The probable cause could not be determined the reported event of transmitter failure is reportable based on the customer complaint was confirmed because a transmitter failure error was found in the log . No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.